Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Scratch my gum [gingival disorder]. Pain-mouth [oral pain]. Brush head brim in mouth with a small piece of metal (scratch my gum) - oral-b/power oral care refills [device breakage]. Case narrative: consumer stated via mail that consumer's toothbrush head brim in mouth with a small piece of metal scratch the gum and experienced pain in the mouth. No serious injury reported.